Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and that the insulin pump unexpectedly suspended insulin delivery. The customer's blood glucose at the time of the call was 400 mg/dl. The customer reported that their sensor glucose was 50 mg/dl and their blood glucose was 350 mg/dl which triggered a threshold suspend. The customer treated with the insulin pump. Troubleshooting was completed and best use practices were reviewed. The insulin pump will not be returned for analysis.